Manufacturer narrative:
This is one event (cerebrovascular ) for the same pt involving two separate products. Associated MDR #1225714-2013-01570.

Event description:
The plaintiff's attorney alleged that the pt experienced a cerebrovascular event on or about (B)(6) 2010, after the use of the product.